Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it seemed that the ventricular connection site was much shorter than it was supposed to be. The facility was currently ceasing all use of the valves. Additional information received reported that just by looking at the valve in the sterile packaging, there was a distinct difference between the two connectors. The distal connector was much longer than the proximal connector.